Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the surgeon was unable to insert the articular surface despite multiple attempts, and the component was found to be deformed. A new component was opened and used instead. It was reported that no further information is available.